Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain, physical injury, bodily impairment and elevated metal ion levels. Revision reported to be scheduled for (B)(6) 2014.update rec'd 04/07/2014 - medical records received. Patient was revised to address stem loosening. Upon revision a pseudotumor was found. The femoral stem is now being added to the complaint. This complaint was updated on: 04/27/2014.update rec'd 04/10/2014- plaintiffs preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.the complaint was updated on: 04/28/2014. Update rec¿d 10/17/2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The sleeve is being added to the complaint. The stem is being rejected as it was found to be a competitors stem. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 11/12/2014.